Event description:
I use a home choice pro automatic pd system provided by baxter health care corp. Recently the FDA required them to change their software program to prevent bypassing the initial drain and all other drains. Due to this change the pt now must suffer through a painful period caused by the machine trying to suck fluid from the peritoneal cavity when none exists. According to baxter the machine should alarm and allow for a bypass but this does not happen thus the pt remains in extreme pain for several minutes during the beginning of the pd cycle. Baxter or someone needs to reevaluate this software change and not experiment with the pt in a home atmosphere. This change in the software also causes the machine to not provide the proper therapy, by taking away complete cycles of exchanging fluids. I can understand the need for preventing over filling, but not in the way baxter has tried to achieve this, then there only response is that the FDA has required the change. Change is good but it must be proven change and not an experimental program tried on the at home patient. Diagnosis or reason for use: esrd.